Event description:
A physician reported that aspiration of the cutter did not work from the start of use during calibration. The procedure type was unknown. The procedure was completed after replacing the cutter with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One probe manifold was returned and was visually inspected. Visual inspection confirmed a folded aspiration line at the entrance of the tubing insertion to the probe engine inside the rear shell. This prevented the sample from priming on the console. The root cause for the customer¿s event is likely related to assembly of the rear shell after the probe is tested. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. Based on our current tracking, there are no adverse trends for this reported event for this lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).